Manufacturer narrative:
Concomitant medical products: 419378 lead, implanted: (B)(6) 2005. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by a representative of the patient that the right ventricular (rv) lead wasn't functioning and drawing so much battery energy from the cardiac resynchronization therapy defibrillator (crt-d). The device and lead remain in use. No patient complications have been reported as a result of this event.